Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported that while the surgeon was pre-drilling for placement of an acetabulum screw, the drill bit snapped. It was reported that while the surgeon was pre-drilling for placement of an acetabulum screw, the drill bit snapped.

Manufacturer narrative:
A visual inspection of the returned drill bit found that the drill bit was fractured. The dimensions, where measured, and hardness of the returned drill bit met specification. The device history records for the related device were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. The device is used for treatment. A complaint history was completed and no similar complaints for the related lot were found. The manual orthopaedic surgical instruments recommendation for care, cleaning, maintenance and sterilization states ¿visually inspect for completeness, damage and/or excessive wear¿. Based on review of the returned device, a likely cause is normal wear over the course of use.